Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% was only 3ml full when removed from the packaging. The following information was provided by the initial reporter, translated from french: "before draining the syringe the nurse realised that it was only 3ml full. The material was well packaged."

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% was only 3ml full when removed from the packaging. The following information was provided by the initial reporter, translated from french: "before draining the syringe the nurse realised that it was only 3ml full. The material was well packaged."

Manufacturer narrative:
After further review, this report was found to be a duplicate of MFR# 9616657-2022-00034. Therefore, this MDR will be cancelled.